Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 10mg/ml at 5mg/day via an implanted pump. The indication for use was spinal pain. The pump was tilted and uncomfortable for the patient. The patient wore a band around the waist to help the pump remain straight. Surgery was performed to apply hernia mesh to decrease pocket size and hold in place. The patient status at the time of the report was alive, no injury. The issue was resolved at the time of the report.

Event description:
Additional information later reported the patient was doing well now. The physician revised the pump. The cause of the issue was unknown, there was no trauma or release of the sutures. The pump just tilted in an uncomfortable way when the patient sat down and as a result the physician agreed to revise the pump.